Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery. After the gudewire was crossed, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured immediately. The procedure was completed with a different device and no patient complications were reported.